Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated that the buttons on the insulin pump stopped functioning. The customer's blood glucose was 118 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. The customer also reported that insulin was squirting out during the manual prime process. The customer confirmed that she was receiving the compromised force sensor system alarm as well. The customer was unable to exit the "preparing to prime" loop. The customer did not find the compromised force sensory system alarm in the alarm history of the insulin pump. The customer was unable to successfully prime the set. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime/force sensor system test due to the protruded/loose drive support disk. No compromised force sensor system alarm or button error alarm was noted. There was intermittent button response due to moisture damage on the keypad trace. The insulin pump had a minor scratched lcd window, cracked display window corners, a broken belt clip slot and a cracked reservoir tube lip.